Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. According to the information provided by the technician, the gas module air was detected as faulty. The faulty gas module may lead to stop of ventilation, low o2 or high pressure, identification of issue has been done by analyzing problem description and service report. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).